Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter power issue first occurred on ¿(B)(6) 2015, in the morning¿. The patient takes oral medications, diet and exercise to manage her diabetes and continued with her usual dose of medication including sliding scale as a result of the alleged power issue. The patient reported that on ¿(B)(6) 2015, in the morning¿ after the product issue began; she developed the symptom of ¿dizzy and lightheaded¿. On ¿(B)(6) 2015¿ the patient stated that she made a doctor¿s office visit and was given food and /or drink by a health care professional (hcp) as treatment. She also reported obtaining a result of ¿82mg/dl¿ on a laboratory device. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the patient had the correct test strips. In addition cca noted, that when the patient pressed the power button or inserted a new test strip the meter did turn on. This complaint is being ruled out based on the following conclusions: based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. There is no evidence the device malfunctioned as the alleged product issue was resolved during troubleshooting.